Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and after completing the cycle plastic to plastic the device locked out as intended. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no further functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a semi-open pneumonectomy, scissoring occurred at the 2nd firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.